Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had those coils from hell removed') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I started experiencing problems a few weeks after insertion"). The patient was treated with surgery. Essure (ess205) was removed in 2010. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). "Concerning the injuries reported in this case, the following one/ones were described in social media : adverse event nos". Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : event added- adverse event nos. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had those coils from hell removed') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse event ("I started experiencing problems a few weeks after insertion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2010. At the time of the report, the medical device removal, adverse event and weight increased outcome was unknown. The reporter considered adverse event, medical device removal and weight increased to be related to essure (ess205). "Concerning the injuries reported in this case, the following one/ones were described in social media : adverse event nos". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter added & weight increased event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had those coils from hell removed") in a female patient who had essure (ess205) inserted. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.